Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. All information reasonably known as of 07-mar-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that a patient who was in the medical-surgical intensive care unit (msicu) with a subglottic suction endotracheal tube (ett) had a subglottic port that was found in the patient 's bed on (B)(6) 2018 at the shift change. The device had been in use for a few days. It was not witnessed but it was theorized that the patient bit it off. However, the end of it had no bite marks and was cleanly detached for the ett. It was posed that the other possibility was that it detached for some other unknown reason. On (B)(6) 2018, it was planned for the patient to have a bedside trach. Additional information received on (B)(6) 2018 stated that the entire suction line with the suction valve came off. It was detached from the the point where it joined the main body of the endotracheal tube. Further information received stated that the entire suction line with the suction valve came off and detached from the point where it joined the main body of the ett. There was no disconnection from the ventilator, and the patient did not have any compromise in respiratory status. The product was in use for a few days with no known product alteration prior to use. Upon discovery at shift change, the patient was sedated due to restlessness earlier in the day. Since the respiratory status was not compromised and no intervention required, the medical team did not elect to change out the ett. The patient's planned bedside trach was unrelated to the incident. It was previously planned due to the patient's body habitus. It was a factor in the team's decision not to change out the ett.

Manufacturer narrative:
Halyard health received one 1 used sample that was not returned with the original pouch packaging. There was no information received regarding a lot number. Also, the sample came with the ssm et suction valve detached from the et tube. Prior to decontamination, the sample device was photographed to show the appearance how it was received. The sample was received separated into two. The ssm et suction valve was detached/separated from the et tube. The returned device was examined. The disconnection/separation of the two components (ssm et suction valve and et tube) were viewed under magnification (30x), there was an apparent separation and the point of separation for the two components did not appear to have jagged edges on both the ssm et suction valve and the et tube where the components were previously joined/bonded. However, per the specification drawing (av-cmpnt11383) the tip of the suction valve should be applied with adhesive (part number 70134848) with uniform (360 degrees) coverage. During inspection of the tip area of the suction valve, evidences of adhesive residue was seen with an uneven application coverage. The connection of the pilot balloon to the et tube was examined as well and did not appear to have any defects or abnormalities. The balloon cuff was inflated also and did not exhibit any damage or defects. According with the investigation, no root cause can be detected attributable to the failure mode reported. All information reasonably known as of 28-mar-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).